Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters on left side of back under the electrodes. There was no alleged device malfunction contributing to the blisters. The patient¿s physician advised removing the device to allow the blisters to heal. Follow up indicated that the blisters improved.